Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) verified maintenance code # 7,but he was unable to duplicate the issue. The fse found dust in the power supply cooling fan and he cleaned the interior of the unit. He then completed pm with full calibration, functional testing and safety checks, which passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) generated maintenance required code # 7. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.